Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex articular surface, catalog #: 00596405010, lot #: 60296076. Nexgen lps-flex femoral component, catalog #: 00596401752, lot #: 60296076. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital has retained the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01628 and 0001822565-2017-01624.

Event description:
It has been reported that the patient underwent a total knee arthroplasty twelve years ago. Consequently, the patient's femoral, tibial and articular surface components have been revised due to loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.